Event description:
Livanova deutschland received a report that a heater cooler system 3t caused a short circuit. In detail, the breaker of the specific socket where the 3t system was plugged in the operating room tripped. The issue occurred when the machine was in service. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), united kingdom. A livanova field service representative was dispatched to the facility to investigate the device and engineer could hear gas leaking from the coils in the patient tank. This was confirmed when the pumps were taken out. No further inspection was needed the customer was advised to take the unit out of service and to then get it will disposed off. A device service history review was performed and revealed that no similar events have been reported since unit installation in 2019. The reported event is a known issue. Based on findings, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage of the cooling compressor system. The compressor failure leads to an increase of the leakage current of the device and the circuit breaker will trip. The erosion kit upgrade was already installed on the device in 2019 and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed about more than year after the upgrade which suggests that the issue is most probably caused by the corrosion and not erosion and occurred overtime independently from the upgrade.